Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: infection. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old female patient underwent a breast reconstruction primary with a mentor memorygel breast implant 500cc and experienced an infection on the left side. As a result, the patient underwent removal on (B)(6) 2019. At the time this event was reported to mentor, the patient had been hospitalized since (B)(6) 2019; however, the patient¿s condition is stable.